Event description:
On (B)(6) 2012, the home patient (hp) contacted baxter technical services regarding an unrelated issue and stated she was in the hospital. On (B)(4) 2013, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the reported hospitalization. The following information was reported. In (B)(6) 2012, the patient experienced peritonitis. The nurse stated the cause of peritonitis was probably due to touch contamination and therefore retraining on proper aseptic technique was performed. On (B)(6) 2012, the patient was hospitalized for the event. The nurse indicated the patient was treated in the hospital for the peritonitis event but did not specify what treatment was provided. On (B)(6) 2012, the patient was discharged from the hospital. Pd therapy was ongoing with no changes to the prescription. The patient was recovering from the event. The nurse stated the peritonitis was unrelated to any baxter solution, device or disposable.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique, reported as touch contamination; however, the assignable root cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.